Manufacturer narrative:
The nurse reported that the bedside monitor was giving a fluttering heart rate. The hr was jumping from 140 to over 200. Testing with a transmitter showed normal hr. They were advised to use new lead sets and cables to resolve the issue.

Event description:
The nurse reported that the bedside monitor was giving a fluttering heart rate. The hr was jumping from 140 to over 200.

Manufacturer narrative:
Details of the complaint on 07/11/2018, customer at (B)(6) medical center reported the bedside monitor (bsm-3572a sn:(B)(4)) had a patient with a fluttering heart rate (hr) that was jumping from 140 to over 200. The patient was connected to a transmitter with another set of leads and the hr was reading normally. Service requested troubleshooting/assistance. Service performed customer was advised to try new lead sets/cables, and to connect the bsm to a simulator to see if it was getting accurate readings. Multiple attempts were made to follow up with the customer, with no further information provided. Investigation results per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The bsm was delivered to the customer on 02/08/2018. The reported issue occurred after 5 months at customer facility. Review of device sap history found no other issues reported with heart rate. Nka technical support provided customer with troubleshooting steps to resolve the issue and/or confirm if the issue was with the bsm. Similar tickets review using the following keywords found the following: "flutter" 63039/300176412 reported (B)(6) 2019. Root cause was user error/education needed. "Fluttering" none "hr jump(ed)" none "hr jumping" 4278/300078438 reported (B)(6) 2017. Issue resolved upon changing monitoring settings. Due to the lack of customer response, information is limited and the root cause could not be confirmed. No further issues have been reported against this unit. No adverse trend is suspected for this issue and this issue is not suspected to be caused by deficient design.

Event description:
The nurse reported that the bedside monitor was giving a fluttering heart rate. The hr was jumping from 140 to over 200.